Event description:
It was reported that patient underwent total shoulder arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2014, due to dislocation. The humeral bearing and tray were removed and replaced. It was also reported that the patient was non-compliant.

Manufacturer narrative:
Surgeon stated patient experienced dislocation due to non-compliance. Review of device history records show that lot released with no recorded anomaly or deviation.